Event description:
The hcp reported that after magnetic resonance imaging (MRI) the pt's pump was not working. The pt experienced return of symptoms (symptoms were unspecified). The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Additional info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.